Event description:
Related manufacturer report number 3006705815-2022-16157. It was reported that the patient was experiencing numbness in their foot. In turn, the patient was taken to the ER and the leads were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.